Manufacturer narrative:
Latif j, brazkiewicz m, inan I, muysoms f, bhatti I and awan a (2025) outcomes during the learning curve and feasibility of implementing the european hernia society recommendation guidelines for robotic abdominal wall surgery within a UK centre. Journal abdominal wall surgery 4:15008. Doi: 10.3389/jaws.2025.15008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective, single center, observational cohort study analyzed patient outcomes following robot-assisted abdominal wall hernia surgery with the adoption of a robotic abdominal wall surgery pathway developed by the european hernia society between (B)(6) 2021 and (B)(6) 2024. It was noted that the mesh was utilized throughout the study. There were 144 patients included in the study and complications included recurrence resulting in reoperation, infected seroma and infected mesh, treated with intravenous antibiotics.